Event description:
It was reported to boston scientific corporation on mar 21, 2007 that an autotome sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2007. (Patient gender, age and weight unknown). According to the complaint during the procedure the guidewire got completely separated from the sphintertome and raveled around the distal end of the catheter. The case was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The guidewire got completely separated from the sphinterotome, and raveled around the distal end of the catheter. The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Complaint sample disposed by user.